Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance on (B)(6)-2010 and (B)(6)-2010. Weekly (high voltage) hv lead impedance trend data shows varying and high impedance for min and max svc (superior vena cava) defib impedance equals 97 to 254 ohms range between (B)(6)-2010 and (B)(6)-2011.

Event description:
It was reported the right ventricular (rv) lead superior vena cava coil impedance varied from 75 ohms to greater than 200 ohms and with isometric testing there was minimal noise observed. There was defibrillation threshold testing done and it was successful. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.